Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left-side ruptures and exchange from textured to smooth due to concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on anterior, white, yellow, and green particles outer device. A leak test and microscopic analysis was performed which identified a striated opening on the anterior and delamination partial on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. A delamination partial of the plug strap disk shell (cohesive failure) no creases are seen on the device additional, changed, and/or corrected data: a.2; a.6; b.5, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional later reported "any creases." Device has been explanted.